Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The patient visited a physician on (B)(6) 2019 who confirmed left breast prosthesis deflation upon examination of the breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 450cc saline breast prosthesis, catalog #3502450, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a mentor smooth round moderate plus profile 400cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was noticed after a visual examination performed by the patient. The patient reported that her left breast was flopping. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent bilateral explantation on (B)(6) 2019. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage nor the etiology of the yellow material found on the device. A manufacturing record evaluation (mre) of lot number 6731590 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The patient had both breast prostheses explanted and they were replaced with mentor smooth round high profile 420cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).